Event description:
It was reported that there was damage to the pump housing and usb port, which affected the customer's ability to charge the pump. There was no reported adverse impact on the customer's blood glucose level. The customer continued to use the current pump as backup therapy while technical support arranged for a replacement pump to be shipped. The customer was instructed to put the damaged pump into storage mode and return it using a prepaid label within ten days.